Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical revision operative notes. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2014 due to pain. During the procedure, black tissue behind the cup was noted. The modular head, acetabular cup and liner were removed and replaced.